Manufacturer narrative:
The device was returned for analysis. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. No body fluid infiltration was noted under the header. An x-ray of the device header found the df- header wire was fractured. All other header wires were intact. Detailed analysis revealed that the header wire fractured due to fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. No body fluid infiltration was noted under the header. An x-ray of the device header found the df- header wire was fractured. All other header wires were intact. Detailed analysis revealed that the header wire fractured due to fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was suspected this device had a header malfunction. The device was implanted subpectorally, and is part of the subpectoral implant 2009 product advisory, initially communicated on (B)(6)2009. A replacement procedure was performed and the device was explanted and replaced. The associated leads were tested with a pacing system analyzer during the procedure and had acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Further information was received that a shock impedance measurement greater than 125 ohms had been measured while implanted. Pressure applied to the header of the device while implanted caused the impedance to temporarily normalize. At the device explant, a header separation was noted. Damage to the header feed through wires was suspected.